Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated during the night, they experienced a hypoglycemic event in which they started feeling funny and was sweating. The patient treated himself with glucose and felt fine after. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.